Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out (B) (6) 2009. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician went to clip the mucosa and one side of the clip broke off inside the patient. The physician retrieved the clip fragment and successfully completed with the procedure with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "okay" at the conclusion of the procedure.